Event description:
Unsolicited communication: pt reports leaking tubing. She said it is a slow leak from the circle part in the middle of the tubing, and I asked if she changed to a new extension set, and she said all of her tubing has been leaking for the past 3 weeks. (Pt stated multiple tubing issues but an exact number was not provided. No lot numbers provided.) She denies any pump alarms for low volume or any other alarms and says pump is infusing properly. Said she will change tubing today when she changes her mix. Pt was told we would ship out replacement tubing overnight. Pt was informed that pharmacy would reach out to cnss to follow up with patient. No further information known. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained in this report. Did the product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; reported to cvs/caremark by pt/caregiver.